Event description:
Date of implantation and explantation not exactly known (implantation date written as approx. (B)(6) 2021 and explantation date written as approx. (B)(6) 2021), loss of osseointegration (dental implant).